Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed, and analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The minimum rv pacing impedance was steady at approximately 400 ohms through (B)(4) 2016 and dropped out of range on (B)(4) 2016.

Event description:
It was reported that a lead integrity alert (lia) sounded for the right ventricular (rv) lead due to a drop to low pacing impedance. Troubleshooting and provocation testing took place without any malfunctions. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.